Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set, and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which is often caused by a breach in aseptic technique or touch contamination during the pd exchange. The patient¿s pd nurse reported the patient was receiving pd treatment by hospital staff who were not properly sanitizing their hands prior to the peritonitis infection. Based on the reported information the patient¿s peritonitis may have been attributed to poor infection control by hospital staff during the pd exchange.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2020 for peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. Rather, the rn reported the patient had been previously hospitalized for cardiac issues and it was suspected the peritonitis developed during this hospitalization with an allegation that the hospital was ¿dirty¿. However, the exact cause was not confirmed in this initial report. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2020, the patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. Per the pdrn, the patient was sent directly to the hospital the same day and was admitted with peritonitis. The patient¿s pd culture (obtained on (B)(6) 2020) yielded an elevated white blood cell (wbc) of 6,809. Reportedly, the patient is receiving unknown antibiotics and continuing pd therapy while hospitalized. Additional details about the patient¿s hospitalization are unknown as the patient was still hospitalized at the time follow-up was completed. Per the pdrn, the patient¿s peritonitis is not related to any issues with fresenius device, or product. It was reported the patient was previously hospitalization on (B)(6) 2020-(B)(6) 2020 for low blood pressure during which the patient continued pd treatments using a hospital cycler. However, the nurse stated the patient reported that the hospital staff performing the patient¿s pd treatments were not properly sanitizing their hands. According to the pdrn, the patient reported that they received peritonitis due to poor infection control at the hospital.